Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin whenever the insulin was at 40 units. The customer's blood glucose level was 300 mg/dl at the time of incident. The customer stated that the issue occurred and got fixed by getting the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Possible under delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.